Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that a patient was discharged and returned 20 minutes later and the hub had fallen off g-tube. Patient needed to have another tube placed. Since these g-tubes were on backorder and customer did not have any additional tubes, the physician placed a foley catheter in its place. Additional information was received that patient has had this type of tube for a few years. The deutch is being used as a multipurpose drain, not as a g tube. Hub appeared to become unattached on one side of the drain and began to leak.